Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the she was priming and the end cap of the insulin pump started coming off. Blood glucose value was 120 mg/dl. The customer did not recall any significant events leading to the damage. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.